Event description:
Customer complaint of e-3 error. Customer states e-3 error appears when test strip is inserted. Customer performed blood test at the pharmacy with a new vial of strips: no e-3, but actual test result not disclosed. Verified the strips expire 06/17/2017, unable to confirm the open date of test strips or the storage conditions.

Manufacturer narrative:
(B)(4). Returned meter and strips produced e-3 error display. Most likely underlying root cause of malfunction noted in the complaint: black chemistry due to improper storage.